Event description:
Boston scientific received information that when this right ventricular (rv) lead was placed in the coronary vein, the patient experienced atrioventricular (av) block with loss of capture. Cardiopulmonary resuscitation (CPR) was performed and a medication was provided. The lead was immediately replaced with good measurements. It was indicated, though, that the patient went into shock with low blood pressure measurements. An echocardiograph was obtained after the procedure which revealed a tamponade around the rv. Puncture and drainage was then performed. It was suspected that the rv lead had perforated the rv which caused the loss of capture during the cardiac arrest. The physician also noted that the connector tool was inefficient and not easy to use. As such, the physician opted to use a normal fixation system instead to reposition the rv lead when the patient experienced cardiac arrest. No additional adverse patient effects were reported. The lead remains in service and will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure for a cardiac resynchronization therapy defibrillator (crt-d), the right ventricular (rv) lead was successfully placed with good measurements. The patient condition was noted for poor left ventricular function, and left bundle branch block. Next, when the non-boston scientific catheter was advanced into the coronary sinus for non-boston scientific left ventricular lead (lv) implantation, the patient experienced complete av block. The lv lead was quickly implanted without further issue. Emergency maximum stimulation through the placed rv lead was unable to successfully capture the myocardium. Cardiopulmonary resuscitation (CPR) was performed and medication was provided. The physician immediately repositioned the rv lead, again with successful measurements. The patient went into shock as a result of low blood pressure measurements. An echocardiograph was next obtained, which revealed a small tamponade around the rv. Puncture and drainage were both performed, and the patient was further hospitalized in the intensive care unit (ICU) for recovery. It was suspected that the rv lead had perforated the rv which explains the loss of capture during the cardiac arrest. No additional adverse patient effects were reported. The lead remains in service with the crt-d system and will not be returned.